Event description:
Reported receiving inaccurate high readings. In blood glucose tests, customer received readings. In blood glucose tests, customer received readings of 377 and 101mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event. Testing was conducted on the fingers.